Manufacturer narrative:
The battery was received for investigation. A visual inspection showed no signs of physical damage. A review of the battery archive indicated no fault errors recorded on or around (B)(4) 2016. There was a fault error 16 oz_uv (cell under voltage detected) on (B)(4) 2016. Archive also shows the battery was last inserted into the auto pulse on (B)(4) 2016 without errors, and was last charged successfully on (B)(4) 2016. The returned battery was inserted into a good known mc charger and failed to charge. When inserted into a known good autopulse platform the platform would not power on. The root cause of the battery failure has not been determined.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that autopulse(ap) new li-ion battery would not power up autopulse on even though the battery shows fully charged. The biomed verified reported malfunction. The battery was tested and failed into different ap. This issue was observed during a regular shift check. There was no patient involvement reported.